Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the device log was received. Review of the device log showed a CPR calibration data not available entry. This indicates the electrodes were either not seated correctly into the AED or were defective. Communication with the customer, after reconnecting the training adapter, the device began detecting compressions and the issue could not be duplicated. The device is constantly stored with a training adapter. This causes the automatic self-test to fail. The device was never given an opportunity to perform an actual automatic self-test, meaning the next time it turned on, it failed. This claim has been closed as meets device specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including all functional testing and on/off current testing using a test battery pack and test pads, without duplicating the customer's report. The main board was replaced as a precaution. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.